Manufacturer narrative:
Customer report was confirmed. The catheter was received in the standard box with the inner pouch opened. The tray was removed from the pouch and examined. A hair (dark brown) approximately 6 inches long was observed under the large tray cover.

Event description:
As reported: when opening the kit, it is observed a hair on the packaging. Follow up indicated that the hair was inside the package. There were no patient complications reported.